Event description:
Guidewire with aortic and mitral stenosis presented to (B)(6) on (B)(6) /2014 for an aortic valve replacement and mitral valve repair. The patient underwent a right heart catheterization in the cardiac catheterization lab on (B)(6) 2014. A CT angiogram of the chest (to rule out a pulmonary embolism) was performed on (B)(6) 2014 and revealed a retained foreign body (guidewire) coiled in right brachiocephalic vein extending through the superior vena cava and right atrium into the inferior vena cava. A balance middleweight (bmw) universal guidewire fragment was identified and removed during an ir procedure on (B)(6) 2014 by interventional radiology. The patient was ultimately discharged on (B)(6) 2014 to a skilled nursing facility.